Event description:
The event is reported as: per (B)(6) affiliate: "at the end of surgery, when moving the catheter, the funnel detached from the catheter. No pt injury reported.

Manufacturer narrative:
Sample not received by the MFR in time for this report. A follow-up report will be sent when investigation is completed.